Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the most likely cause of the reported event could have been the "off label use." It was reported that a mynxgrip was used to close a brachial artery and the patient had "puny" vessels. Per the mynxgrip IFU: the safety and effectiveness of mynxgrip have not been established in pediatric patients or others with small common femoral arteries (<5 mm in diameter). Based on the information provided, the sealant misdeployment may have caused an occlusion. A review of the lhr was not possible as the lot number was not provided. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, cardinal health received a copy of a medwatch report (MDR # (B)(4)), which was sent to the FDA by the user facility: presented with bilateral calf claudication. Left brachial approach bilateral superficial femoral artery angioplasty was done. Post procedure, complaints of cold left hand. Returned to the catheterization laboratory and occluded brachial artery was thrombus and foreign body which was the mynx vascular closure device.

Event description:
The following information was reported: brachial arterial access was obtained on a 63 year old female patient via ultrasound guidance. The registered nurse present for the procedure stated that the patient had "puny" vessels. A short 5f procedural sheath was exchanged from the long 6f procedural sheath post procedure. Hemostasis was obtained with a mynxgrip (5f) vascular closure device. The patient did not have a hematoma but complained of tingling in her fingers. At 10:30 that evening the patient was brought back to the catheterization lab for removal of what the staff believed to be a clot. The staff used a spider filter basket (spiderfx embolic protection device) to retrieve what they believed to be a piece of the mynx sealant. Flow was restored to the upper extremity and the patient did not have an extended stay in the hospital due to the event. In the doctor's opinion, the event was caused by the mynx device/procedure because the mynx sealant was believed to have occluded blood flow. Vessel size: less than 5 mm sheath size: 5f.